Event description:
This is a spontaneous case report received from a medical doctor in united states on 08-oct-2015. It refers to an adult female patient who had essure inserted by another physician. The patient became pregnant. She had a c-section and the physician removed her fallopian tubes (salpingectomy). During the surgery one essure was in the uterus and the other one could not be found. Additional information received on 24-oct-2015: product technical complaint (ptc) investigation result. Ptc global number: (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who became pregnant after essure (fallopian tube occlusion insert) insertion. She had a c-section and physician performed a salpingectomy; one essure was in the uterus and the other one could not be found. Only cesarean section is unlisted according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, no information was provided about confirmation test. After delivery, both essure coils were misplaced (one was in uterus and the other was not found). This device movement could have been a contributory role in the reported device failure (pregnancy). However, since the exact onset of the events was not known (if coils movement occurred before or after pregnancy onset); causality with the suspect insert cannot be excluded. Regarding the reported cesarean section, its indication was not reported. Therefore, causality with essure cannot be assessed. This case was regarded as incident, as although the reason for salpingectomy was not specified; a surgical intervention was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow up information received on 02-nov-2015: essure health care provider pregnancy questionnaire received. Patient was gravida 6, para 4, abortion 2 and had previous c-section. No previous gynecological interventions, problems or procedures. No relevant medical history or concurrent conditions. Patient last menstrual period was on (B)(6)-2014, expected date of delivery on (B)(6)-2015. She developed gestational diabetes mellitus. She was treated with regular insulin and had recovered. On (B)(6)-2015 she delivered a live baby, via c-section, at (B)(6) of gestational age. Laparotomy was performed after c-section to remove essure and salpingectomy was necessary. Essure was found perforated into uterine serosa and the other side had no device in tube. No signs and symptoms of infection. Patient recovered from essure removal procedure and her symptoms resolved after surgery. Physician was uncertain if essure caused her issues. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who became pregnant after essure (fallopian tube occlusion insert) insertion. She had a c-section and physician performed a salpingectomy; one essure was in the uterus (perforated into uterine serosa) and the other one could not be found. Additionally, she had gestational diabetes mellitus. Only cesarean section and diabetes mellitus are unlisted according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, no information was provided about confirmation test. After delivery, both essure coils were misplaced (one was in uterus and the other was not found). This device movement could have been a contributory role in the reported device failure (pregnancy). However, since the exact onset of the events was not known (if coils movement occurred before or after pregnancy onset); causality with the suspect insert cannot be excluded. Regarding gestational diabetes mellitus, it was considered as unrelated to essure; due to event's nature and given the local action of the device in the fallopian tubes. For the reported cesarean section, as its medical indication was not provided; causality with essure cannot be assessed. This case was regarded as incident, device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.